Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The rickham reservoir was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
Study - this case is a report referring to a 24 year-old male participant. An investigator reported this case from the biomarin study, cerliponase alfa observational study. "On (B)(6) 2019, the participant initiated treatment with brineura (300 milligram, qow, intracerebroventricular). The lot number for brineura was unknown. The most recent dose was administered on (B)(6) 2025." "On (B)(6) 2020, the participant underwent implantation of intracerebral ventriculostomy (icv) set (codman; generic). The model, catalogue, serial, UDI and lot numbers were reported as unknown." "On (B)(6) 2025 at 22:17, the participant presented with concern for infection and malfunction of his ommaya reservoir. While at the infusion clinic, he reported having a severe headache which warranted additional laboratory workup that was then concerning for cloudy cerebrospinal fluid (csf) from a shunt tap. He was sleepier with question of altered mental status but generally answered questions appropriately. His vital signs included: tachycardia, tachypnea and elevated blood pressure. While in the emergency department his csf cultures grew abundant gpcs, csf polymerase chain reaction (pcr) as well as respiratory pcr were negative and computed tomography (CT) stealth was overall unremarkable. He was then hospitalized with grade 4 meningitis. Neurosurgery was consulted and due to concern for development of significant infection of the shunt, treatment included a planned transfer to the operating room for operative management at this time. On an unreported date, treatment with brineura was held due to the event." "The outcome of the event was reported as not recovered/not resolved." "The investigator assessed the event of meningitis as not related to treatment with brineura. The investigator assessed the event as related to the icv device. No other etiological factors were reported." "The previously reported primary event of abnormal lab and altered mental status was confirmed by the investigator to be meningitis." "Additional concurrent conditions included fatigue, headache, central nervous system viral infection, cellulitis, photophobia, aura and migraine." "On an unreported date, the participant underwent insertion of chest infusion port (manufacturer unknown). The lot number was not reported." "On (B)(6) 2025, the participant was referred to the emergency room from the infusion center after endorsing fatigue and severe headache and chest post csf sample (extracted routinely during brineura infusion access process) appeared cloudy. In the emergency room, the participant's vitals were noted to be abnormal. Given suspicion for meningitis and central nervous system (cns) infection and abnormal cultures, the participant's ommaya hardware was removed on the same date. Reportedly, on the same date, the participant's blood cultures showed growth of strep mitis, csf cultures obtained from the chest port and ommaya tubing also showed growth of strep mitis. The participant received treatment with a course of unspecified intravenous (IV) antibiotics, which was narrowed to ceftriaxone sodium based on the sensitivity of organisms. Consultants from neurosurgery and infectious disease followed the participant's condition closely. It was unclear if the infectious source was infection of hardware. The cause of infection was suspected to be multifactorial, possibly related to inadequate sterility of shunt tap done on (B)(6) 2025 or ascending infection due to inadequate treatment of cellulitis of the chest, lateral to chest port site. The participant was treated with oral cefalexin from (B)(6) 2025 to (B)(6) 2025. During hospital admission, the participant struggled with severe headaches, photophobia and aura; subsequently diagnosed with migraines, unlikely related to meningitis and underlying neuronal ceroid lipofuscinosis. On (B)(6) 2025, the participant's hardware was replaced. On (B)(6) 2025, the participant received the brineura infusion uneventfully. On (B)(6) 2025, the participant was discharged. The investigator reported the seriousness of the event as life threatening." "The outcome of the event which was initially reported as not recovered/not resolved was updated by the investigator to recovered/resolved with sequelae at 16:53. Additional details of the sequelae were not reported." "The investigator assessed the event of meningitis as related in relation to the chest infusion port. No other etiological factors were reported." Case comment: the patient experienced meningitis, which is a known complication of the icv device. Based on the available information, blood culture and csf cultures showed growth of streptococcus mitis which is a skin commensal bacteria that can cause internal infection following icv device implantation or use. Additionally, other possible sources of infection included inadequate sterility of recent shunt tap procedure or ascending infection due to inadequate treatment of cellulitis of the chest, lateral to chest port site. Hence, the event of meningitis is assessed as not related to brineura.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted. Additional health effect - clinical code: e0107. E2320.